Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. -device evaluation and results: visual inspection did not add anything of note to the investigation of the reported event of infection. -medical records received and evaluation: not performed as no medical records were received for review. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot or sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Polyethylene swap 3 years post op due to infection.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Polyethylene swap 3 years post op due to infection.